Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and genital haemorrhage ("abnormal bleeding general") in a female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation complications"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic infection, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia are added. Concomitant drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and genital haemorrhage ("abnormal bleeding general") in a female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the first episode of vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation complications"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), mood swings ("hormonal changes describe: mood swings"), the second episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, menstrual disorder, dyspareunia, cystitis, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, mood swings, the last episode of vaginal infection, depression, anxiety, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic infection, urinary tract infection, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: new events hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: vaginal, depression, mental anguish, migraines, headaches and hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, menstrual disorder ("menstruation complications") and dyspareunia ("dyspareunia"). At the time of the report, the pelvic infection, menstrual disorder and dyspareunia outcome was unknown. The reporter considered pelvic infection, menstrual disorder and dyspareunia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after placement began to experience infections(seen as pelvic infection). A removal of micro-inserts was recommended. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infection after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. This case was regarded as incident since a serious injury was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and genital haemorrhage ("abnormal bleeding general") in a female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On 7-aug-2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation complications"), dyspareunia ("dyspareunia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, menstrual disorder, dyspareunia, cystitis, urinary tract infection, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, pelvic infection, urinary tract infection and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event abnormal bleeding general, bladder infection, urinary tract infection, vaginal infection, dysmenorrhea added from pfs and reporter added. Lot number added on (B)(6) 2018: reporter added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after placement began to experience infections(seen as pelvic infection). A removal of micro-inserts was recomended. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infection after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. This case was regarded as incident since a serious injury was reported. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.